Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. Customer¿s blood glucose was unknown. The customer also stated that they did allege insulin pump was under delivering. Customer was in emergency room. Customer was in intensive care unit. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.